Event description:
It was reported that the tip of a needle passer broke while being passed through the rotator cuff during surgery. The broken tip was retrieved intra-operatively and removed from the patient. The patient experienced no consequences or impact. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.